Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: contralateral unknown saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced deflation on the left breast prosthesis post procedure, confirmed by a visual examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 325cc saline prostheses on (B)(6) 2018; catalog # 3501650, s/ns (B)(4) (l) and (B)(4) (r).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. During evaluation a rent was discovered within an area of siltex cracking on the posterior aspect, measuring approximately 0.6 cm. Parallel lines of shell wear were also observed on the anterior and extending to posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Complaint was confirmed. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).